Event description:
Additional information was received from the patient. They reported that the electrode were running down the lateral left side of the lift leg for 8 days and immediately ceased when the device was turned off. The device was removed. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had the interstim device for many years now for bladder problems with minimal results, they  continued to wear it for the minor relief it provided. However, during the week of (B)(6), I developed a sharp pain throughout my left leg, extending right down to the toes so much so, that they needed support to go up stairs or walk even 20 feet, had sleeping difficulties because the pain was sharp both on the back and on the front of the leg, extending all down the leg . In fact, the pain frequently caused involuntary tearing when they  moved or had to get up. Patient was advised to turn the device off, which they did. Within minutes after turning it off, the radiating pain ceased, indicating that the interstim had been responsible and they felt some immediate relief from the electronic vibrations. The device was successfully removed on (B)(6). Despite the device having been removed, there continues to be pain and sensitivity in my leg, though it seems to be abating somewhat. The health care provider  determined that there was some neurological damage. There is a tingling sensation right below the knee, which remains. In the ensuing weeks since the removal and it was stated that the  the electrodes of the interstim were causing nerve pain coursing down the lateral side of the leg.  No further complications were reported/anticipated at this time